Event description:
According to the publication, hero catheter - a new option for superior vena cava occlusion and catheter dependent dialysis patients, the patient developed steal syndrome requiring ligation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication, hero catheter - a new option for superior vena cava occlusion and catheter dependent dialysis patients, the patient developed steal syndrome requiring ligation. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for possible lots and it was confirmed that all records were controlled, available for review, and met all specifications. A review was performed on the available information. The hero graft instructions for use (IFU) lists steal syndrome as a potential complication. Any arterial venous graft will shunt arterial flow into the venous system; therefore, there must be a balance between arterial flow into the graft and distal arterial flow to the extremity. The hero graft IFU list vascular insufficiency due to steal syndrome as a potential complication. Table 2 of the IFU shows steal syndrome was observed in both of the pre-market clinical trials: 3.8% in the patency study and 2.6% in the bacteremia study. The rate of steal syndrome in arterio-venous graft literature is 3.8%. Steal syndrome is a known potential complication of all arterial venous grafts used for dialysis access. In this case, the patient's comorbidities, or risk factors, for steal syndrome are unknown. Although steal syndrome is a known potential complication, the root cause of the reported event remains unknown.

Event description:
According to the publication, hero catheter - a new option for superior vena cava occlusion and catheter dependent dialysis patients, the patient developed steal syndrome requiring ligation.